Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("coil on the right side had migrated from the fallopian tube into the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgical removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain and dyspareunia outcome was unknown. The reporter considered device expulsion, dyspareunia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.